Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, and concentric mid left anterior descending (lad) artery. The regista soft guide wire was advanced to the lesion through a 99% stenosed proximal lad to the mid lad; however, there was resistance during advancement and the guide wire was removed. The coating was coming off the wire that was outside the anatomy. A new regista soft guide wire was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.